Event description:
Customer called to report while customer was priming the infusion set, the insulin was not exiting but the lead screw was turning. Also stated that the driver block look rusty. Troubleshooting was performed. Device did not alarm.